Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 0.8, re-test: 1.6. Testing was done within 20 minutes of each other. Pt is being monitored because she is post-op. She had knee surgery a few days prior to (B)(6) 2011.